Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device malfunction. The investigation reveals nothing to indicate a quality deficiency during manufacturing.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case it was learned that the annuloplasty ring was explanted after an implant duration of approximately 157 months, due to mitral stenosis/regurgitation caused by the patient's native valve leaflets. The explanted ring was replaced with an edwards' bioprothesis. Note that patient also underwent native aortic valve replacement during the same surgery. Operative report indicates, "mitral ring was well seated. There was calcification of the posterior [native] leaflet and fibrosis and scattered calcification of the anterior [native] leaflet."